Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. The rotawire was received inside the advancer and burr catheter. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a mid-way position. The advancer, coil, sheath, handshake connections, and burr were microscopically and visually examined and no damage or irregularities were identified. The rotawire was able to be removed from the rotablator plus device with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10121. It was reported that burr removal difficulties occurred and the burr became stuck on the rotawire. The target lesion was very calcified and almost chronic totally occluded (cto). During the procedure, several wires and microcatheters were used to crack the proximal part of the lesion. After 2.5 hours the physician was able to get a rotawire¿ in place. A 1.25mm rotalink plus was then selected and manually advanced through a 7f non bsc guide catheter; however, the burr became stuck at the distal part of the guide catheter where there was a curve. Furthermore, when attempting to advance the burr by using dynaglide mode, the console shut down after two seconds and blood flew backwards out of the rotalink plus. During attempts of removal of the burr from the guide catheter, lots of resistance was met and it was impossible to keep the rotawire¿ in place. Also, it was noticed that the burr became stuck on the rotawire¿. After a few attempts, the physician removed the burr and rotawire¿ together and the procedure was stopped as it had exceeded 3 hours time. There were no patient complications and the patient's status was stable.